Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had partial thromboplastin time (ptt) which the patient was getting and dropping even with the bolus, increased rate of the heparin drip from a ptt 27.4 to 22.4. It was also added, 'heparin bag appears not much change from overnight's shift. Noticed the IV tubing top clamped engaged but IV pump did not alarm or no notice from the machine. Heparin was increased yesterday to 22 u/kg/hour -ptt 27.4 and increased more during the night shift ptt-22.4, which is 26u/kg/hr. ' the charge nurse also verified that the bolus was done via IV push, not the pump. Estimate heparin infusion rate approximately 11ml/hour. They were unsure if drops were ever verified at the start or during infusion. It was also verified that the blue clamp was closed upon checking hours after infusion. This occurred during medication treatment at the 1 east tower stepdown unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.